Event description:
It was reported that "the package was found broken during inspection. The outer box was not damaged". No patient involvement.

Manufacturer narrative:
(B)(4), the customer provided one photo for analysis depicting three 528235 visistat 35w skin staplers. The reported complaint was not able to be confirmed by the customer photo. The complaint of broken package - sterility compromised was confirmed based on the sample received. The customer returned one unit of 528235 visistat 35w 6/box for investigation. The individual returned unit was an unopened sample in its original packaging. The packaging of the returned unit was observed to be damaged, with cracking near the tip of the device where the staples are ejected. The sterile barrier of the returned sample is compromised due to the packaging damage. Per DHR the product visistat 35w 6/box lot # 73h2301202 was manufactured on 08/30/2023 a total of 27 ,000 pieces. Lot was released on 09/27/2023. DHR investigation did not show issues related to complaint. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "the package was found broken during inspection. The outer box was not damaged". No patient involvement.

Manufacturer narrative:
(B)(4). Failure mode "broken package - sterility compromised" could be confirmed with picture attached. However it is necessary to receive the physical sample to perform a proper investigation, determinate the root cause & corrective actions. A device history record review was performed, and no relevant findings were identified. If the complaint samples become available at a later date, this complaint will be updated accordingly.